Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the display screen became frozen. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the display screen becoming frozen could not be determined. A root cause cannot be determined.